Manufacturer narrative:
(B)(4). Concomitant medical products: absorbable screws, gelfoam, thrombin, dura-gen.

Event description:
Patient developed orbital swelling [periorbital swelling], swelling around eyes and face [swelling face]. Vomiting [vomiting]. Patient noted to have allergies to gelatin [drug hypersensitivity]. Case narrative: this is a spontaneous report based on the information received by (B)(4) from us FDA (uf/importer report #: (B)(4). A contactable healthcare professional reported that a male patient was treated with absorbable gelatin (gelfoam); route of administration, date of administration, and indication unspecified. The product lot number and expiry date were not provided. The patient's medical history included cranial reconstruction. No concomitant drugs were reported. The patient had cranial reconstruction surgery on an unspecified date. After surgery, the patient was taken to pediatric intensive care unit (picu). While in picu, he was noted to have swelling around eyes (orbital swelling) and face; as well as vomiting. It was determined that products and medications used during surgery may possibly have had gelatin components (absorbable screws; surgi-flo, gelfoam, thrombin, dura-gen, etc. ). The medical doctors were notified and believed that the gelfoam products used during surgery caused the reaction. The physicians decided to bring the patient back to the operating room (or) for a washout craniotomy. They obtained consent from the parent to take the patient back to the operating room to remove the gelfoam products, and to perform a washout of the cranial vault. This procedure was completed without complications. The patient was returned to picu in stable condition. The events were reported as serious due to medical significance, with onset date of (B)(6) 2018. Additionally, it was noted by the pre-op nurse, that the patient had a gelatin allergy upon admission. The operating room nurse received report regarding the gelatin allergy. It was reported that all supplies for 'the case' were opened during set-up including gelfoam products and 'time out' was performed according to protocol with all team members, including the surgeon and anesthesia staff. The operating room nurse remembered addressing the gelatin allergy as part of time out. No one on the team equated the gelatin allergy with the hemostatic agents used during the procedure. A review of the operating room record was performed, and it was noted that the patient received surgifoam sponge and surgifoam powder x 1 each. The patient also received thrombin, bacitracin, and cefixime (ancef), all of which were drugs that needed to be reconstituted. The outcomes of the events, orbital swelling, swelling of face, allergies to gelatin, and vomiting, were not reported. Case comment: based on the information provided, there is a possibility that the suspect product was related to the reported events given the temporal association and sensitivity to the product. The patient received surgifoam sponge and surgifoam powder and also received thrombin, bacitracin, and cefixime (ancef), all of which were drugs that needed to be reconstituted "was also noted" which could have possibly contributed to the reported events. This case will be reassessed as and when additional information is available. The impact of this report on the benefit/risk profile of the (B)(4) product is evaluated as part of (B)(4) procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.